Event description:
It was reported that upon interrogation, the pulse generator exhibited backup vvi operation. Device replacement would be schedule.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.